Manufacturer narrative:
The subject device was returned to the manufacturer and images were provided by an olympus (B)(4) field engineer. The manufacturer's investigating engineer reviewed the provided images. The images showed that the unthreaded section of the castor mounting stud seemed to be longer than specified by the manufacturer, plus the image also showed some scoring of this unthreaded section. The unthreaded section being longer than specified would have prevented the castor from being fully seated before the castor insertion tool torques out, thus leading the operator to thinking that the castor had been correctly installed and would also account for the scoring marks. If the castor had not been fully seated it has a much greater chance of unwinding and increasing the gap, with any seating gap providing a weak point for the castor mounting. This weak point would make the castor more vulnerable to breaking through impact or shock load. Since the manufacture of this particular workstation, the base design of the workstation has been updated from a steel box frame design with castor mounting bosses to a solid metal strut with mounting washers. This later design with the use of 5mm thick mounting washers has much more margin for castors with unthreaded sections outside of specification and since its introduction in april 2014 no castor failures of this nature have been recorded.

Manufacturer narrative:
The broken castor from the workstation has been returned to keymed ( medical & industrial equipment) ltd. Keymed ( medical & industrial equipment) ltd is waiting for the workstation to be returned from the healthcare facility to allow the manufacturer to undertake a full investigation.

Event description:
The olympus wm-np2 mobile workstation is intended for use in medical facilities under the direction of a trained physician and has been designed to be used with a range of olympus equipment to facilitate gi endoscopy, endoscopic ultrasound, respiratory and surgical endoscopic procedures. The incident took place on (B)(6) 2015. On (B)(6) 2015, an olympus representative was visiting the healthcare facility, on an unrelated issue and was made aware that a castor had broken off from a wm-np2 workstation. The healthcare facility had already ordered a new castor from olympus (B)(4). The incident happened when the workstation was manoeuvred in the or. It is not known the type of procedure or whether or not a patient was present at the time of the incident. The procedure was completed using the same set of equipment. There is no report of injury to patient or user. The broken castor was replaced by a new castor by an olympus france technician on (B)(6) 2015. Keymed (medical & industrial equipment) ltd was made aware of this event on 12 november 2015.